Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper pad to the case seal. Unrelated to the original complaint, there was visible rust/corrosion inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Additionally, when the pump was powered on the display appeared to be dim and discolored.